Event description:
It was reported that when preparing to deliver the micro-introducer during catheter placement, the customer observed signs of split at the black tip of the micro-introducer. It was reported this occurred with three devices. This report addresses the second device.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx4607 showed eleven other similar product complaint(s) from this lot number.